Event description:
It was reported the sphincterotome cutting wire did not return to its original position. The issue occurred during preparation for use in a therapeutic endoscopic cholangiography procedure. The procedure was delayed by 18 minutes and completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was discarded, the definitive root cause of the cutting wire issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "before use, prepare and inspect the instrument and a cord as instructed below. Should any irregularity be observed, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforations, bleeding, mucous membrane damage, thermal injury and may result in more severe equipment damage. Do not use excessive force to bend the distal end of the sphincterotome. This could damage the cutting wire. Do not move the slider rapidly. This could damage the instrument. Do not stretch the cutting wire too tightly. This could damage the instrument. The distal end of this instrument has been pre-curved. Curve the distal end further or in a different direction if necessary." Olympus will continue to monitor field performance for this device.